Manufacturer narrative:
Further info surrounding the event has been sought and the edi catheter has been requested back for investigation. A supplemental medwatch will be provided after investigation.

Event description:
It was reported that a retention inspection through the edi catheter produced 65 ml of liquid; 2.5 hours afterwards the pt vomited about 200 ml and 25 minutes afterwards another 250 ml were vomited. The pt was being fed with 30 ml/ hour. (B)(4).